Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal / essure coils: embedded within each cornu") in a 40 year-old female patient who had essure inserted. The patient had a medical history of iron deficiency, pelvic pain, menorrhagia, parity 2, multi gravida, ectopic pregnancy, spontaneous abortion (spontaneous miscarriage in 2000 and 2006), anemia (anemia during pregnancy), hay fever, tonsillectomy, termination of pregnancy - elective (elective termination of pregnancy), dysmenorrhea, urticarial rash and asthma. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3184 days after essure insertion and 262 days after its most recent use, she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2022. As per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pathologic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign secretory endometrium. Myometrium with multiple leiomyomas ranging from 0.4 to 1.2 cm in greatest dimension. Benign cervix without diagnostic abnormality. Benign bilateral fallopian tubes without diagnostic abnormality gross description: received in formalin, labeled with "uterus, cervix, bilateral fallopian tubes. Essure coils: embedded within each cornu there is a gray metallic and spiraled coil; measuring 4.0 x 0.2 cm and 3.0 x 0.2 cm. Microscopic description: sections of the uterus and bilateral fallopian tubes demonstrate uterus with benign secretory endometrium without atypia or hyperplasia. Myometrium shows multiple leiomyomas ranging from 0.4 to 1.2 cm in greatest dimension. Bilateral fallopian tubes are benign and without diagnostic abnormality. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received: event - "medical device removal updated to embedded device" reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly ,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.